Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin began to squirt out of the tubing. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump passed self-test, unexpected restart test, displacement test and operating currents measurement were normal. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.